Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Biomed first smelled then visualized smoke coming from the device on the bench during the repair process. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.